Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR.: a synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion identified a midshaft kink/partial midshaft break at approximately 26mm proximal to the hypotube/midshaft bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed mid-shaft break.